Manufacturer narrative:
Reported event was confirmed by review of medical records were provided and reviewed by a health care professional. Review of the available records identified the following: contributing factors of event: left hip posttraumatic degenerative joint disease ¿ previous femoral head and acetabular fracture from a fall. Patient presented with increasing crepitus in the hip. Labs revealed elevated cobalt, chromium, and crp levels but normal esr. Hip aspiration revealed no evidence of infection. Extensive scar tissue noted with some very unusual chunky consistency, large amount of fluid removed. Metal debris noted around the trunnion and femoral head/neck junction. Stem and acetabular components well-fixed and left in place. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 157450, head, lot # 924220. Item # 11-103206, stem, lot # 670140. Item # us157856, cup, lot # 497950. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09551.

Event description:
It was reported that a patient underwent a revision approximately 8 years post implantation due to allegations of soft tissue reaction surrounding the hip, discolored fluid, and chunky irregular scar tissue causing crepitus with range of motion which necessitated a full synovectomy and vacuuming of a large amount of fluid. The surgeon also noted metallic debris around the trunnion and the femoral head-neck junction. The head and taper adapter were revised. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.